Manufacturer narrative:
H3 device evaluation: the lens was returned in liquid in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim #(B)(4).

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -7.5 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a longer length lens due to low vault but the problem did not resolve. Cause of event was unknown.